Manufacturer narrative:
This is 5 of 5 reports. The subject device is not available.

Event description:
It was reported that during the procedure, friction was felt while advancing the guidewire through the subject microcatheter. Physician suspected that there was inner coating problem. There were no consequences reported to the patient due to the event.

Manufacturer narrative:
Expiration date: added. Product available to stryker and date returned: updated. Device evaluated by mfg: updated. Summary attached: updated. Manufacturing date: added. The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device reveled that, the shaft was found flat/crushed and kinked at the distal tip. The catheter was flushed with no difficulty. The patency mandrel was advanced through the catheter and friction was encountered when the mandrel was passing the flat part of the lumen, likely that due to procedural and/or anatomical factors during use. However, review (visual, physical, and/or performance testing) of the returned device showed no evidence of catheter polytetrafluoroethylene (ptfe)coating peeling. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the procedure, friction was felt while advancing the guidewire through the subject microcatheter. Physician suspected that there was inner coating problem. There were no consequences reported to the patient due to the event.